Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; cause was not known. Customer's blood glucose was 522 mg/dl. A manual insulin injection was administered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.